Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances greater than 145 ohms when attempting to deliver a shock. (B)(6) technical services (ts) was consulted and upon review of the available data it was observed that in addition to the high shock impedances, several inappropriate committed shocks were delivered due to non-sustained ventricular tachycardia (nsvt) episodes which subsequently led to therapy exhaustion. Further evaluation was recommended. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).